Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3003008; reverse humeral tray 3201005; reverse glenosphere 3200642; reverse glenosphere baseplate 3201501.

Event description:
It was reported via clinical study that the 60 yo male patient experienced a failed polyethylene component. The patient described a pop in right shoulder while doing some "tinkering". Failed rtsa; fist associated poly from proximal humerus. The date of event onset is (B)(6) 2023. The patient was revised on (B)(6) 2023. The outcome was last known as resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, e. G the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.